Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated a damaged integrated circuit. (B)(4).

Event description:
The device was returned with no information. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.